Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Cp displayed "replace generator" was reported to abbott. The ipg was replaced and the issue resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. Patient lost therapy. As result, surgical intervention may take place on a later date.